Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-oct-2022. Samples and photos received by our quality team for investigation. Upon visual evaluation of the photos, a needle is displayed and several images of a patient with a bruise on the skin is observed. Physical samples were evaluated for the integrity of the bevel and the presence of parts, a blunt/dull cannula was confirmed. No foreign matter or other defects observed. During the analysis of the complaint about the damage to the patient, it is possible to associate it with a possible defect in the sharpening of the cannula. Functional tests were carried out on 9 needles supplied as samples, where, in the visual evaluation, a cannula with a bent tip was detected, and during the latex perforation tests, and of the 9 samples verified, 6 showed poor perforation results, confirming the possibility of damage caused by the cannula sharpening failure. A device history review was performed for the reported lot 2120826 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. As the cannulas are supplied in case and the cannula assembly is carried out by pressurized air, possible points that generate dull/blunt tip defects during the assembly of the components were not verified, and it was not possible to assign an action to contain this damage. Based on the investigation results, a cause for the reported incident could not be determined. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported that the bd precisionglide¿ needle had plastic on it. This was found with 50 needles. The following information was provided by the initial reporter, translated from portuguese: "it seems that needle comes with a plastic.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had plastic on it. This was found with 50 needles. The following information was provided by the initial reporter, translated from portuguese: "it seems that needle comes with a plastic."